Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in an clearlink solution set which resulted in a leak. The location of the leak was the connection between the drip chamber and the tubing. This event occurred during an unspecified process step and it was not specified if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.